Event description:
Heart catheterization on (B)(6) 2013 using the mynx vascular closure device. On (B)(6), 2013 suffered a stroke due to a blood clot in the brain. All medical reasons were ruled out during hospitalization and extensive work-ups with specialists, leaving doctors to believe it was due to the above device. This left me with homonymous hemianopsia - permanent loss of right field vision in both eyes.